Manufacturer narrative:
The investigation determined that higher than expected vitros ahbc quality control results were obtained while using the vitros 3600 immunodiagnostic system. An atypical calibration curve was in use at the time of this event, and the customer recalibrated vitros ahbc to return the instrument to expected operation. Following this activity, acceptable vitros ahbc performance was observed. The root cause of this event is instrument related.

Event description:
A customer observed higher than expected vitros ahbc quality control results while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the higher than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)